Event description:
According to the reporter, the client reported that the ring broke and that the operated piece fell into the pt's abdomen. The piece was retrieved by the surgeon.

Manufacturer narrative:
(B)(4).